Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a 90% calcified lesion (aortic arch type 2) in the internal carotid artery. The device was prepared correctly in accordance with the instructions for use. The carotid common balloon (proximal cca) didn't inflate due to a hole in the balloon. The event did not affect the patient. The case was completed by passing a cerebral protection filter through the working channel of the moma ultra device.

Manufacturer narrative:
(B)(4). Evaluation, results: patient condition affected effectiveness of device ( calcified lesion, 90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (calcified lesion, 90% stenosis).

Event description:
No additional information.

Manufacturer narrative:
Results: based on the information provided, no root cause can be determined. Device not returned for evaluation. (B)(4).

Event description:
Evaluation summary: a balloon cut was identified on the balloon surface. Two scratches were also visible on the full length of the balloon surface.

Manufacturer narrative:
Device manufacture date corrected.